Manufacturer narrative:
Based on the contents of the article, no conclusions can be made. The information provided in the article indicates that one patient experienced a postoperative seroma. The information obtained is limited to the content of the article. The article does not report any specific device malfunction or alleged post-op complications were caused or contributed to the use of the sepramesh ip. The article concluded that the laparoscopic resection of abdominal wall df and immediate awr with ipom mesh reinforcement is safe and reliable for young female patients. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Seroma and adhesions are clinically understood potential complications of surgery/use of the device and are identified in the instructions-for-use provided with the device, as possible complications. Note, the date of event (01-jan-2020) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "surgical techniques and effectiveness of laparoscopic resection of abdominal wall desmoid type fibromatosis and defect reconstruction: a single center retrospective analysis" clinical data of nine female patients diagnosed with abdominal wall desmoid type fibromatosis (df) by preoperative biopsy and postoperative pathology between january 2020 and april 2022 were retrospectively analyzed. After tumor resection, a piece of sepramesh ip was rolled, inserted into the abdominal cavity and fixed to the abdominal wall with non absorbable tacks using the intraperitoneal onlay mesh (ipom) method; glue/suture fixation in the inguinal region. No patient developed a seroma that could be detected by physical examination. However, a small seroma was incidentally detected on an early postoperative CT scan of one patient, which resolved spontaneously by the first postoperative month. Tumor recurrence was detected in one patient, extensive tumor resection and immediate bridging repair was performed, during which it was noted that "the mesh implemented in the first operation only causes mild adhesions." Conclusion: laparoscopic resection of abdominal wall df and immediate awr with ipom mesh reinforcement is safe and reliable for young female patients. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and may require medical/surgical intervention we are reporting this as a serious injury MDR.